Manufacturer narrative:
Corrected data: a facility representative reported that after implantable collamer lens (icl) implantation into the patient's eye. The lens was exchanged for a same size but different model and power lens due to operator error in selecting icl. The problem was resolved. The cause was reported as user error. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
A facility representative reported that after implantable collamer lens (icl) implantation into the patient's eye. The lens was exchanged for a same model and size but different power lens due to operator error in selecting icl. The problem was resolved. The cause was reported as user error.